Event description:
Initial reporter indicated that the pt was having side effects with their vns therapy. It was reported they felt an "inability to breathe, hard to swallow and weight on chest." Programming changes were attempted and later the pt had their vns programmed off. The pt has now decided to have their vns removed since it is programmed off and they "don't like feeling the implant." Good faith attempts are being made for add'l information surrounding the reported events and product return for analysis.